Manufacturer narrative:
Further information regarding patient treatment was not provided.

Event description:
It was reported that a patient hit the back of their head on the IV pole socket resulting in a cut to their head. It was reported that the IV pole socket was broken, however it could not be identified if this occurred before the event or as a result of the event.